Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: added additional information. D4: corrected the serial number and UDI.

Event description:
The device has been discarded and is not available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 42-year-old female with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, underwent impella cp support via left femoral percutaneous arterial access. During advancement of the impella cp into the left ventricle, the patient developed ventricular fibrillation and required a single defibrillation shock, after which normal sinus rhythm was restored. The physician then removed the placement wire and initiated pump support. No further arrhythmias were observed for the remainder of the procedure. Based on the information provided, the ventricular fibrillation occurred during impella cp placement and was managed successfully with cardioversion. There is no evidence to suggest device malfunction or failure, and the event is consistent with a procedural complication in a critically ill patient with cardiogenic shock.